Manufacturer narrative:
There is no allegation or indication of any system or component failure. Migration of leads is a known inherent risk of implantable neuromodulation systems. The ipg was not planned to be replaced, however it was damaged during the procedure and thus also required replacement.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The patient later reported loss of therapy which was confirmed to be related to migration of the implanted leads. Surgical revision was performed on (B)(6) 2024 to place new leads back at the desired nerve target. During the procedure the implantable pulse generator (ipg) was damaged and also required replacement.